Event description:
Consumer called to report inaccurate readings with his meter. After taking insulin (due to high reading), had to be transported via ems to emergency room.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.